Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed error logs and clutched opto button(s) in top and bottom axis, master tool manipulators (mtm). The fse tested head in viewer and head out of viewer. The system presented both mtm's through full range of motion with single and dual opto buttons clutched. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) regarding the master tool manipulator right (mtmr) finger clutch was sticking and that the surgeon was concerned the controller was not clutching properly and instruments were still moving. No troubleshooting steps were documented at that time and no related errors were observed in the system logs. The procedure was completing as planned with no reported injury.